Event description:
Additional information received reported that the patient had a full catheter and pump replacement on 2015-(B)(6),.

Event description:
It was reported that a volume discrepancies had occurred since november. The healthcare professional (hcp) reported approximately 5-10 cc extra at refills since (B)(6) and 10 cc extra obtained in february. A dye study was performed on the day of report and the catheter could not be aspirated. There were no obvious issues seen on x-ray. It was noted that they were unsure of a catheter issue. The location of the issue was unknown. There were no plans to change the drug, therefore the healthcare professional (hcp) planned for a possible early pump replacement during a catheter revision. The date of the revision was unknown at the time of report. Diagnostic methods or troubleshooting included a dye study and checking logs. The product issue was not resolved and the cause of the issue had not been determined. The patient status at the time of report was alive ¿ no injury. The patient experienced flu-like symptoms, specified as nausea and shakes in the morning, and less than 50% therapy relief. The location of the issue or symptoms was an unknown location. The patient had increased pain and was taking more oral medication. It was later reported that no intervention had yet been performed. The location of the catheter issue and/or volume discrepancy was unknown. The pump was used to infuse dilaudid, clonidine and bupivacaine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: accessory. (B)(4).